Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (mr) with a grade of 3. One clip was successfully implanted. To further reduce mr, an additional clip was prepared per the instructions for use (IFU) and inserted without issues. However, after several grasping attempts, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.